Event description:
It was reported that the insulin pump alarmed motor error. The reported blood glucose reading was 52 mg/dl at the time of the report. The customer declined to have paramedics called to assist her. The customer stated that a family member was with her who could help her with her blood glucose if necessary. Troubleshooting was performed, and the displacement test failed. The customer declined to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.